Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) 2009 and refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(6). Study description: study enquete success ii, essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure® permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). Patient has as medical history parity 3, 1 caesarian and menstrual pain. As current contraception she uses contraceptive implants and the date of her last menstrual period was (B)(6) 2008. Patient had essure inserted on (B)(6) 2008. Initial general anesthesia was applied during procedure, uterine distension was done and hysteroscopy was possible. Patient's uterine cavity was normal and her uterus was not retroverted. Physician started the insertion on left side and informed that ostium was in the field of vision during placement. It was easy to introduce the catheter into both tubes and the placement was successful (externally visible coil in the uterine cavity: 4 on left and 2 on right). Procedure took 5 minutes. In addition, physician reported that 2 inserts were used (1 on each tube) and states that patient did not present vasovagal syncope. No other procedure was performed at the same time of insertion. Patient took post-operative analgesics and did not use any contraceptive method. She did not experience bleeding. As complication, investigator reported incapacitating bilateral pain and informed that plain abdominal x-ray, pelvic ultrasound, hysteroscopy (essure not seen) and pelvis laparoscopy were normal. Bilateral salpingectomy was performed. Additionally, reporter considered that the procedure final result has failed. Ptc investigation result was received on (B)(4) 2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(4) 2015 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 280 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a female patient who was involved in a observational company-sponsored study and had essure (fallopian tube occlusion insert) inserted. She experienced bilateral invalidating pain (interpreted as abdominal pain). Patient underwent some relevant tests and it was reported that essure was not seen (interpreted as device dislocation) upon hysteroscopy. A bilateral salpingectomy was performed. Both events were considered serious due to medical importance and listed in the reference safety information for essure. In this particular case, patient experienced incapacitating bilateral pain after an unknown time of essure insertion. With regards to the event device dislocation, the exact date and mechanism were not known. Based on the information provided and given their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to the required intervention reported. The product technical analysis concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs